Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported upon power on of the ventilator for evaluation, it alarmed and performed a restart. The service technician did not duplicate the customer reported problem of vent inop. Review of the ventilator log history indicated a ventilator restart had occurred with a vent inop occurrence. The service technician replaced the power supply, blower and blower motor controller pcb. Applicable final testing was completed and all tests passed to operating specifications.